Manufacturer narrative:
A review of the device history records was conducted, and no evidence was found to suggest that the product deviated from its specifications at the time of manufacture. Efforts were made to obtain further relevant details regarding the event; however, these attempts were unsuccessful, and no additional information could be retrieved. Given the limited data available for analysis, it was not possible to definitively determine the root cause of the reported event; however, should additional information be available in the future, we will re-open the investigation and submit a supplemental report.

Event description:
On (B)(6) 2023, a 37 y/o male was implanted with 2 agili-c implants in the mfc, at the (B)(6) center. Concomitantly, the patient underwent both acl reconstruction and a meniscal repair. On (B)(6) 2024, the manufacture was notified that the patient was experiencing pain, swelling, and difficulty with daily activities, which may require revision surgery. On (B)(6) 2024, it was reported that the patient underwent revision surgery on (B)(6) 2024. The 2 agili-c implants were replaced with two osteochondral allografts (oca) in a snowman technique. In addition, the patient underwent a concomitant meniscectomy.

Event description:
On (B)(6) 2023, a 37 y/o male was implanted with 2 agili-c implants in the mfc. Concomitantly, the patient underwent both acl reconstruction and a meniscal repair. On september 17, 2024, the manufacture was notified that the patient was experiencing pain, swelling, and difficulty with daily activities, which may require revision surgery. On december 23, 2024, it was reported that the patient underwent revision surgery on (B)(6) 2024. The 2 agili-c implants were replaced with two osteochondral allografts (oca) in a snowman technique. In addition, the patient underwent a concomitant meniscectomy.

Manufacturer narrative:
Initial report.